Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the basal software did not suspend insulin delivery. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose level ranged from 55-140 mg/dl. The customer continued to use the pump for insulin therapy.